Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was removed due to a pocket infection. The patient was stable throughout. No other issues were reported. New information received on january 11, 2019 indicates that the patient's system was removed during the procedure.